Event description:
The patient experienced a complete loss of stimulation. All bipolar electrode combination impedances were greater than 3600 ohms. The lead and extension were replaced. The patient outcome was reported as 'no injury, recovered without sequela'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The lead and extension were returned to the manufacturer for analysis on 09/03/2008 which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.